Manufacturer narrative:
Patient developed an infection after primary surgery. Three weeks after primary surgery, the poly inserts were exchanged. The infection is now resolved but the patient feels instability in the knee. A revision surgery is planned to exchange the poly inserts. Review of the device history record indicates the device was manufactured to specification. All sterilization criteria were met.

Event description:
Patient developed an infection after primary surgery. Three weeks after primary surgery, the poly inserts were exchanged. The infection is now resolved but the patient feels instability in the knee. A revision surgery is planned to exchange the poly inserts.